Manufacturer narrative:
Further information received indicated a lead revision procedure planned to take place. The device also planned to be replaced to accommodate the 31 joule dft. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated defibrillation threshold (dft) testing was performed. The patient failed at 21 joules with a reported greater than 125 ohms shocking impedance measurements. Dfts were successful at 31 joules with a 121 shocking impedance measurement. A chest x-ray was performed which verified the terminal pins were fully inserted through the back of the device header. There were no obvious anomalies noted with the lead body. The sales representative planned to discuss the option to revise the lead with the physician.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that upon interrogation this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead displayed high out of range shocking impedance measurements greater than 125 ohms in the clinical events. The current shocking impedance was 96 ohms. It appeared that the impedance had started trending upward approximately four months ago. There has been no therapy recently delivered. Defibrillation threshold (dft) testing was performed at implant in which a 14 joule shock was delivered and reported a 37 ohms impedance measurement. A boston scientific technical services consultant recommended testing the integrity of the system to verify the system can effectively convert the patient.